Event description:
Clinic attempted to use the medic-4 defibrillator on an elderly female with an existing heart condition. The pt was unconscious, and unresponsive with no pulse. They were unable to charge the unit higher than 30 joules because the joule selector knob was broken, and they were not able to turn the knob. The available setting (30 joules) was not sufficient to revive pt. Unit was being operated by a nurse. The emergency medical system team arrived 5 to 7 mins after the call; they were able to establish a heart rate. Pt was transported and later expired. Per rptr, the unit is tested daily. She stated that the only adverse consequence of the broken knob was that the clinic could not provide the emergency medical system team with any baseline info, and that the broken knob did not determine final outcome. Burdick was notified on 2/24/99 that the medic-4 needed a new joule selector knob because it was broken. However, the death of the pt wasn't reported to burick until 3/15/99.